Manufacturer narrative:
Event site postal code: (B)(6). Event site name: (B)(6).

Event description:
It was reported by a getinge field service engineer that during pre delivery inspection, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The remaining amount of helium has been decreasing while the helium cylinder was left open. There was no patient involvement reported. The fse reported that issue was resolved by reconnecting the helium line at the bottom of the analog gauge on the cart side. Afterward, a functional check was performed, and no abnormalities were found. Product passed all functional and safety tests per manufacturer specifications.